Event description:
It was reported that during a mildly tortuous, moderately calcified, left superficial artery stenting procedure, an emboshield nav 6 embolic protection device (epd) was successfully placed with a non-abbott guide wire and not a barewire filter delivery wire. After the stent was implanted, there was resistance felt while retrieving the emboshield nav 6 epd into the retrieval catheter. The filter was removed with only part of the filter captured. Upon removal of the emboshield nav 6 epd, there was an abundance of debris found in the filter and there was a severed circumferential tear in the membrane filter noted. Reportedly, the non-encapsulated part of the filter may have interacted with the vessels moderate calcium during removal. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damage to the filter was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Also, it should be noted the (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the reviewed information, no product deficiency was identified

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.